Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device powered down without an alarm raised. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing could not confirm the reported ventilation failure with no alarm. The device logs revealed a circuit disconnection event and ventilation was manually stopped. The events logs also revealed that the mute button was activated after the ventilation stop. Based on the evidence, the investigation determined that the device alarm was performing to specifications. During investigation, the device displayed an error message system fault 191 indicating the device lost communication with the outlet flow sensor. The investigation determined that this event was due to contamination of the inspiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down without an alarm raised. There was no patient injury reported as a result of this incident.